Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿induration¿ and ¿seroma.¿

Event description:
Patient reported left side "seroma", "induration" and "worried about the recall of implants due to the possibility of developing lymphoma". Patient also reported "depression" and "shortness of breath"; these events are not device related. Device remains implanted.